Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: 2x ilpc442u, icertain low profile one-piece abutment 4.1mm(d) x 2mm(h), lot number: 2022100429. E1: reporter phone: (B)(6).

Event description:
Doctor reported screw fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation was performed. The abutment had signs of use, but it was not fractured. DHR review was completed for the subject lot number 2022100429. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100429 for similar events and two other complaints were identified. Review completed utilizing keywords: dental: functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did not occur. The abutment had signs of use, but it was not fractured, and no other screw was returned. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.